Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead and a competitor pacemaker presented to the hospital following a syncopal event; the patient also reported dizziness when standing or going to bed over the several weeks prior. The patient's device was interrogated and all lead measurements appeared normal. Upon further review an episode of noise resulting in oversensing and pacing ambition was recorded at a time coinciding with the patient's syncope. A revision procedure was subsequently performed at which time it was concluded that there was no connection issue. The rv lead was surgically abandoned and a new lead implanted. No additional adverse patient effects were reported.